Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that the pt received a pump exchange due to suspected thrombus in the pump.